Event description:
The customer reported that the evis exera iii bronchovideoscope exhibited a black screen and showed no images. While flexing the insertion tube, the on-screen image blacks out. The scope was repaired recently for the same issue. The customer further clarified that the procedure had just started and the scope had just been introduced to the airway when the on-screen image "blacked out" as the provider flexed the end to maneuver in the airway during a diagnostic flexible bronchoscopy. The provider immediately withdrew the scope from the airway. They flexed the end a couple of times (while holding the scope off to the side, without contact with the patient) and was able to recreate the image black out each time. The scope was unplugged/removed, inspected for any connection issues, then reinserted. Upon reinsertion, the scope was still blacking out when flexed. The respiratory therapist assisting the provider got another scope and, after verifying that the image was not blacking out on the second scope, the case resumed. The total amount of time the defective scope was in the airway was less than a minute. Troubleshooting and retrieving a second scope added another 10 to 15 minutes to anesthesia time. Aside from the extended anesthesia time and monitoring required during troubleshooting, no additional intervention was required. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, and the allegation was confirmed. The scope was tested with olympus cv-190 processor and clv-190 light source. It was confirmed that the image was blacking out/no image when the control up/down lever on the scope was fully manipulated. The image would then go back to normal/visible/restore when the bending section is in neutral/straight position. The image blacks out only when the bending section is fully angulated. The scope passed the cosmo leak test (.+1). The control body cover and scope connector cover were both temporarily disassembled to check for signs of fluid invasion and there was no evidence of fluid invasion observed. There was also no dent/kinks or abnormal shape to the bending section. The scope had a full refurbishment repair done on (B)(6) 2023. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the reported event occurred during angulation of the device. Therefore, it is likely that the device had an abnormality on the insertion section side of the device, such as damage/crack at imager, and/or breakage of the charge-coupled device (ccd) cable. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿important information ¿ please read before use: caution. If the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. Do not twist or bend the bending section with your hands. Equipment damage may result. Turn the video system center on only when the endoscope connector is connected to the light source. Confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ ¿important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: warning connect the endoscope connector to the light source completely by pushing the endoscope connector until it clicks. Otherwise, a faulty contact can result.¿ ¿5.2 troubleshooting guide image quality or brightness: the image is not displayed. Possible cause: foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts on the endoscope connector. Solutions: wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them as described in section 3.3, ¿inspection of the endoscope¿. After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right.¿ olympus will continue to monitor field performance for this device.